Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H10: livanova deutschland manufactures the bubble sensor detector. The incident occurred in burlington, vermont. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a bubble sensor detector had a failure during setup. The customer will be order another one. No additional information is available. It cannot be excluded that bubble sensor did not detect air bubble. There was no patient involvement.

Manufacturer narrative:
H11: through follow-up communication livanova learned that the customer ordered a new bubble sensor and replaced the affected one by himself. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H11: no further information was received. Bubble sensor under-sensing malfunction can be caused by: - defective bubble sensor cable; - defective bubble sensor module; - bubble sensor not properly connected to its module (user error). While bubble sensor over-sensing event can be caused by deflated bubble sensor cushions related to diffusion of cushions oil over time, due to wear. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.